Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump communicated properly with glucose sensor simulator test. No lost sensor alarm or sensor anomaly noted during testing. All of the buttons are functioning properly during testing and no keypad anomaly noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a button error and high blood glucose readings from the insulin pump. The customer stated that the buttons on her pump are way too hard to push. The customer stated that she does not have a lot of strength in her hand or the buttons are really hard to push. The customer also stated that the meter is not linking with the pump. The customer treated the high blood glucose readings with the pump. The customer stated that she had symptoms such as dry mouth and eyes, and she is very weak when it happens. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.